Event description:
Female consumer via social media stated that the oral-b toothbrush head kept slipping off of her oral-b electric toothbrush while brushing her teeth. No injury was reported. 07-sep-2021, follow up via social media: the consumer stated that she used a oral-b power rechargeable toothbrush handle 3767. No injury was reported.

Manufacturer narrative:
17-feb-2022, product investigation results: product return was received and investigated. The evaluation of the complaint was done without fault.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via social media stated that the oral-b toothbrush head kept slipping off of her oral-b electric toothbrush while brushing her teeth. No injury was reported. 07-sep-2021 follow up via social media: the consumer stated that she used a oral-b power rechargeable toothbrush handle 3767. No injury was reported.